Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the device shut down during use and the ventilation of this device stopped. The operator initiated the emergency response procedure for ventilator malfunction. No patient injury reported.